Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2003: repair of ventral incisional hernia with bard flat mesh. On (B)(6) 2004: exploratory laparotomy with repair of recurrent ventral hernia with composix kugel mesh, extensive adhesiolysis. On (B)(6) 2004: office visit, chronic abdominal pain. On (B)(6) 2005: repair of ventral hernia with composix kugel mesh x2, lysis of adhesions. On (B)(6) 2005: pain clinic, indicates chronic pain. (B)(6) 2007: surgical consultation, chronic abdominal pain. On (B)(6) 2007: removal of composix kugel mesh x3, removal of bard flat mesh, implant of composix mesh and lysis of extensive adhesions.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. The medical records note the pt has gone through multiple previous abdominal surgeries. The pt developed multiple recurrent hernias post implant of the bard flat mesh. Extensive adhesions were noted with each recurrence. The product's instructions for use identify adhesions as a known adverse event. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. Info related to the composix kugel meshes implanted on (B)(6) 2004 and (B)(6) 2005 was reported in accordance with rae (B)(4). The composix mesh implanted in 2007 will not be reported as no adverse event has been identified in the medical records.